Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment for coronary procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and performed a power recycle of the system to resolve the issue, restoring normal system functionality. After recycling power, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's control module beam angulation knob was not working, which can impact geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.